Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a broken wire in the cable. Replaced the interconnect cable (monitor cable). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that intermittently the stenoscop was losing images when the interconnect cable was moved. By manipulating the cable, the images returned and the case was completed. There was no report of patient injury.